Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset and a resume pump alarm occurred. Customer resumed insulin delivery. Customer's blood glucose was 135 mg/dl. Customer continued to use pump for insulin therapy.